Manufacturer narrative:
Device passed sleep current measurement, active current measurement and displacement test. However, power management graph displays unexpected battery power loss and device received error 25 due to non-sleep anomaly software error.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had recurring replace battery alarm with out low battery. Customer's blood glucose value was 20 mmol/l. Customer reported that the battery cap was intact. The insulin pump will be returned for analysis.